Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported a patient's lead helix would not deploy properly during an implant procedure on (B)(6) 2021. Once the helix was screwed in, the threshold and impedance parameters were out of range. The lead was not used. Post-procedure the patient was stable.